Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibri llation coil was beyond the expected upper range, analysis of the device memory indicatedthe impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, beginning the week of (B)(4) 2015, rv coil impedance spiked to 147 ohms from a trend of 40 ohms; beginning the week of (B)(4) 2015, svc coil impedance spiked to 124 ohms from a 50 trend.<(><<)>end>.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that during use, the implantable cardioverter defibrillator (ICD) encountered high voltage problem with high impedance on shock coils. Physician believed the ICD there could be a header issue, and explanted and replaced the ICD. The ICD was connected to the right ventricular (rv) lead, and still high impedance existed. A procedure was scheduled for rv lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).